Event description:
The healthcare provider (hcp) reported the leads were intact on (B)(6) 2023 and there was no migration at that time. Patient was last seen on (B)(6) 2024 for a referral. The hcp does not recall any info regarding wires turning, nor how it could be determined. It is unknown if the issue was resolved as the patient was not recently seen regarding this issue. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10: section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their spinal cord stimulator has not been working right for months. Caller stated that for months they have been playing with it and changing the settings, but the last couple weeks it has been attacking their left hand and causing an extremely painful bone pain in their left hand and butt. Caller stated the stimulator is set for the right side sciatic pain, so it's strange to them that their left hand is being bothered. Caller stated the pain comes and goes in their butt. Caller added that the last 3 weeks they've had serious pain that kept them up several nights, so they finally turned it off last night. Caller noted that the stimulator takes the sciatic pain away, but since turning the stimulation off the left hand pain has improved. Caller denied any recent falls or injuries though mentioned that they fell about a year and a half ago and the healthcare provider (hcp) said a couple of the wires might be slightly turned. They did a myelogram but said it was "not enough" and the doctor didn't want to touch it. The issue was not resolved. Patient stated they need a reprogramming appointment but do not want to go through hcp because the doctor is going to want to "take it out and put a new one in" and patient stated they do not want to do that. The patient was redirected to their healthcare provider to further address the issue.